Event description:
Olympus was reported that during a hysterectomy the probe damage error displayed and the ptfe pad was detached without any impact for the patient or other people present. A new sterile instrument has to be opened.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad partially separated from the metal part of the grasping section. It did not fall off. There was a scratch mark of the probe. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates. It was possible that the scratch occurred because the physician activated output while the probe was in contact with metal such as a clip and forceps. Due to the contact with metal, the error displayed. The instruction manual of thunderbeat instrument mentions warning and caution for possible mishandling mentioned above. There has been no such case reported where partial separation further develops and results in falling off. This report is being submitted as a medical device report in an abundance of caution.